Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Hurt- vaginal [vulvovaginal pain]. Tampon hurt to remove [medical device site pain]. Tampon comes apart, string came off [device breakage]. Tampon hurts to remove [complication of device removal]. Consumer e-mail stated the tampons came apart, and the string came off. No serious injury was reported.